Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false pause due to undersensing, and the patient was symptomatic. It was also reported that the icm experienced oversensing. The icm remains in use. No patient complications have been reported as a result of this event.